Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station sicu drawer 1.2 was failed. The station was rebooted twice; however, the drawer could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that auxiliary drawers 1.1 and 1.2 were showing off the bus. A field service engineer (fse) reseated the row board and retractor bands on both drawers and verified their functionality through diagnostics, with all tests passing successfully. The system functioned as intended after field service engineer repaired the device.